Event description:
Pt underwent midline PICC extended dwell catheter placement in right arm, performed by infusion therapy r.n., for administration of cytoxan therapy. The procedure was complicated by a detached guide wire so the pt was taken to interventional radiology for removal of the wire.